Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a retrospective study was performed at a single healthcare system. It was reported that one patient experienced adhesive capsulitis and heterotopic ossification causing limited range of motion and pain which required a revision procedure to remove heterotopic bone and perform capsulectomy.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article "clinical outcomes of conical hip prosthesis used in primary total hip arthroplasty" reports on one patient, which experienced adhesive capsulitis and heterotopic ossification causing limited range of motion and pain which required a revision procedure to remove heterotopic bone and perform capsulectomy. Review of received data: journal article: clinical outcomes of conical hip prosthesis used in primary total hip arthroplasty results (page 3): thirty-one thas were performed in 26 patients using a wagner cone prosthesis® stem. [...] One patient experienced adhesive capsulitis and heterotopic ossification causing limited range of motion and pain which required a revision procedure to remove heterotopic bone and perform capsulectomy. No medical data is available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. DHR review: review of the device history records could not be performed due to missing reference and lot numbers. Conclusion: the journal article clinical outcomes of conical hip prosthesis used in primary total hip arthroplasty reports on one patient, which experienced adhesive capsulitis and heterotopic ossification causing limited range of motion and pain which required a revision procedure to remove heterotopic bone and perform capsulectomy. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).